Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left hip on or about (B)(6) 2007. Patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of the asr implants. Patient has not scheduled as explantation of the asr hip implant. Update: 11/9/2011 plaintiff's preliminary disclosure (ppd) form received (B)(6) 2011. Changed unk asr hip to asr. Update 04/04/2017: the patient was revised to address pain.